Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received. Analysis of the device memory was performed and no anomalies were found. There was no indication of a possible insulation breach observed in the save to disk file. Concomitant medical devices: d274trk ICD; implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that during a routine generator change out procedure, the left ventricular (lv) lead was noted to have a clear break in the insulation with exposed wire. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.